Manufacturer narrative:
(B)(4). Weight) unknown as information was not provided. Date of event) unknown as information was not provided. Brand name) unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook ivc filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Device manufacture date) unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description of event according to complainant: the physician saw patient in office yesterday with fracture of one leg of her ivc filter. The patient previously unaware of that. The physician was able to find CT going back to 2011, and the icv filter was fractured then - no clinical problem. The radiologists never commented on it in previous reports. Tips of legs outside the wall but nothing around them. Anterior leg fracture detached end probably imbedded in wall just below the upper filter. Patient outcome: the filter did remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a gunther tulip filter. Expiration date: unknown as lot # is unknown. MFR date is unknown as lot# is unknown. Summary of investigational findings: from image review, the filter is identified as a tulip. Filter tilt with hook abutting vessel wall, filter fracture, and filter primary leg penetration of ivc can be confirmed from the earliest images available, which are taken one and a half year after implant. The tilt is assessed to be to an insignificant degree. Filter perforation is initially two grade 1, one grade 2 and one grade 3 where the latter abuts the l3 vertebral body resulting in prolific reactive bony sclerosis. Later, one grade 1 turns into yet a grade 2, and the initially grade 2 alternates between grade 2 and 3. On the most recent images available, the persistent grade 3 perforating leg is found to have fractured and the fractured part is completely embedded within the reactive sclerosis of the vertebral body. Image review concludes it will not migrate or embolize over time. The root cause of the four primary leg perforations is not identified. The two secondary legs (one "leaf") around the grade 3 perforating leg (that becomes fractured) are also found fractured, but still associated with the distal part of the leg. The fracture of the secondary struts in this region is likely related to the abnormal forces caused by the fixation of the primary filter leg and the junction of the secondary legs from the reactive sclerosis and proliferative scarring caused by the perforation. The fractured secondary legs are likely completely endothelialized in the ivc wall and are no risk of embolizing. Filter tilt as well as fracture of the wire are known risks in relation to an implanted filter and reported in the published scientific literature. Filter perforation of the vena cava wall is also a known risk reported in the published scientific literature, and published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. It is noted the patient is asymptomatic, that no adverse effect is reported, and that no additional procedure is performed. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the physician saw patient in office yesterday with fracture of one leg of her ivc filter. The patient previously unaware of that. The physician was able to find CT going back to 2011, and the icv filter was fractured then - no clinical problem. The radiologists never commented on it in previous reports. Tips of legs outside the wall but nothing around them. Anterior leg fracture detached end probably imbedded in wall just below the upper filter. Patient outcome: the filter did remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.